Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity coronary drug eluting stent to treat a lesion in the diagonal branch. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. It was reported that stent deformation occurred in vivo during positioning/advancement. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is a live with no injury.

Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. The device returned with a detachment on the hypotube, 54cm distal to the strain relief. Kinks were evident on the hypotube proximal and distal to the detachment site. There were numerous other kinks evident along the length of the hypotube which may have caused injury to the vessel. The hypotube material was oval and jagged on both sides of the detachment site. The stent was not present on the balloon and did not return for analysis. Deformation was evident to the distal section of the device that may have caused injury to the vessel. The distal shaft was stretched and flattened along its length. The stent was not present on the balloon and did not return for analysis. Kinks were evident to the distal shaft and the core wire was kinked. The balloon folds were expanded, and the balloon was bunched at its distal end. It was not possible to identify crimp impressions on the balloon surface due to its condition. Both marker bands had moved distally and were positioned on the inner member at the balloons distal end. The distal marker band was pushed against the most distal point of the balloon cone, and the proximal marker band was positioned approx. 1mm proximal of the distal marker-band. Deformation was evident to both marker-bands. No deformation evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel due to the condition of the device. No other damage evident to the remainder of the device. Annex b, annex c, annex d and annex g codes added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was later reported, that hypotube detachment and stent dislodgment also, occurred in vivo. The hypotube detachment occurred, during positioning of the device at the lesion. The stent dislodgement occurred, when attempting to deliver the stent to the lesion. The dislodged stent was removed from the patient. Analysis of the procedural images returned, showed restricted blood flow in the lad and in the diagonal branch. The images received ,showed the successful pre-dilation, stent deployment and post-dilation of the both the lad and diagonal branch. No evidence of positioning difficulties, stent deformation, stent dislodgement or hypotube detachment were observed, in the images returned. Calcification evidence at the ostium of the vessel and this may have contributed to the reported stent deformation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no additional intervention was needed to remove the dislodged stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.